Event description:
The calcar planer instrument (part number 9110-3002) and broach #4 (part number 9110-6004-ra) were used during a hip surgery on (B)(6) 2024 at (B)(6) by the surgeon. The surgeon complained that the calcar planner's and broach#4 were not connecting as intended. Surgeon then used a smaller size calcar planner to connect to the broach and completed the case. Metal shaving debris did not come out of the instrument, however, when visually looking inside the calcar planner, metal pealing was observed. The surgeon closely inspected the wound to confirm there was no metal residue in the patient and the broken instrument. The instruments had already performed their function and there was no further incident. The instruments were retrieved according to complaint handling procedures for evaluation after the case completion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. Based on our company quality system process, all devices are manufactured, inspected, and distributed to approve specifications. Additional complaint information monitoring for potential safety signals will be conducted through trending as part of the post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.